Event description:
It was reported that the patient went into cardiac arrest and did not receive therapy from the device. The patient had be externally rescued. Upon interrogation, the device was found to be in back up vvi mode with no defibrillation capabilities. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. Several arc marks were observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. The low voltage functionality was tested on the bench and using automated test equipment and met all specifications.